Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Review of fax from inform system. User facility found patient blood glucose results of 562 mg/dl at 2228 and 255 mg/dl at 2231, 8/21/10. Reported no adverse event relative to discrepancy. A request was made for the return of the meter, replacement sent. Strips not available for return.